Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged nose irritation, respiratory tract irritation, asthma (new of or worsening) having from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The manufacturer was made aware of this complaint through a representative of the customer.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged nose irritation, respiratory tract irritation, asthma (new of or worsening) having from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to reproduce allegation: unit produces therapy as designed. No evidence of foam particulates however there is dirt/dust/tobacco/tar and an odor of tobacco and tar.